Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 25ga 5/8in pricked the operator after being inserted into the patient. This was discovered during use. The following information was provided by the initial reporter: when xylocaine was injected, prior to the removal of the contraceptive implant, subcutaneously, the 25g 5/8 needle was inserted into the patient's arm, folded into a "v" shape, retracted through the patient's skin, pricking the operator's thumb. The operator indicates that he did not feel any particular resistance when the needle was inserted. Unfortunately, the incriminated device was not retained.

Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog: 306030, lot: 8157994 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Based on the customer feedback, bd understands the defect took place during use which could be related with a possible handling of the product. During the manufacturing process, cannulas are tested against both rigidity and fatigue resistance. The device history review showed no indication of the reported defect. No corrective actions are required at this time.

Event description:
It was reported that needle ns 25ga 5/8in pricked the operator after being inserted into the patient. This was discovered during use. The following information was provided by the initial reporter: when xylocaine was injected, prior to the removal of the contraceptive implant, subcutaneously, the 25g 5/8 needle was inserted into the patient's arm, folded into a "v" shape, retracted through the patient's skin, pricking the operator's thumb. The operator indicates that he did not feel any particular resistance when the needle was inserted. Unfortunately, the incriminated device was not retained.